Event description:
It was reported that the patient experienced dizziness following due to intermittent capture on the right ventricular (rv) lead. The device was reprogrammed to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the patient experienced dizziness following due to intermittent capture on the right ventricular (rv) lead. The device was reprogrammed to resolve intermittent loss of capture. Diagnostic imaging was performed and confirmed that the rv lead was fractured. Lead revision was anticipated. The patient was stable and will continue to be monitored. There were no adverse consequences.